Manufacturer narrative:
Device evaluation: product testing could not be performed because the device was not returned for evaluation. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the product is not implantable. If explanted, give date: not applicable, as the product is not implantable. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of a za9003 23.0 diopter intraocular lens (iol) became stuck in an emeraldc30 cartridge during implantation. Reportedly, the optic touched the patient's operative eye and the lens was partially delivered. There was no incision enlargement, vitrectomy, or sutures used and the replacement lens was the same model and diopter. There was no patient injury and no significant delay in surgery. No additional information was provided.